Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to disseminated intravascular coagulopathy (dic) and low cardiac output. Prior to their lvad implant, the patient was on biventricular support with a centrimag since (B)(6) 2022. Post implant, the centrimag was used for right ventricular support. Optimal flow could not be maintained and dic was diagnosed; the patient subsequently passed away. The death was not considered to be device related and the device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported disseminated intravascular coagulopathy (dic) resulting in low cardiac output and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) (rev. B) is currently available. Bleeding, thrombus, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. This section also outlines indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.